Event description:
A facility reported an icp sensor catheter kit (ID 826633) showed -99mmhg after implantation procedure on (B)(6) 2022. The sensor was replaced on the same day.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The icp sensor catheter kit (ID (B)(4)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
The microsensor (ID 826633) was returned for evaluation. Device history record (DHR) ¿ there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - no visible damage to the sensor, catheter material, or connector. Icp express read 503. Sensor ohms were in spec, but failed water pattern with drift off scale. Root cause analysis - the complaint was confirmed and could possibly be attributed to esd exposure.